Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the dilator could not be inserted as the tip of the introducer sheath was damaged. There was no reported patient injury.

Event description:
It was reported that the dilator could not be inserted as the tip of the introducer sheath was damaged. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. One dilator and one peel-apart sheath were returned for evaluation. As received, the dilator was inserted in the sheath. Blood and residue were noted throughout. Although a slight bend was noted to the sheath, no damage was noted to the sheath tip. Damage was noted to the tip of the dilator. Based on the findings, the investigation is unconfirmed for the reported sheath damage and confirmed for damage to the dilator tip. It is possible that the identified dilator tip damage was perceived as the reported sheath tip damage. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported and identified issues. Possible contributing factors include not rotating the macrointroducer during insertion of the guidewire or having an insufficient skin nick. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 12/2022).